Event description:
It was reported that the customer experienced a past high blood glucose event with an unknown specific value but displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Recommendation was made to consult a healthcare provider in regards to diabetes management.